Event description:
It was reported that this right ventricular (rv) defibrillator lead exhibited high out of range shock impedance measurement, greater than 200 ohms. Technical services (ts) discussed troubleshooting and programming options. No adverse patient effects were reported. The device remains in service.